Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced suspected premature battery depletion. The ICD is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lost telemetry and function due to a severely depleted battery. The cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. No care link files were found for this device. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis revealed no evidence of an internal short was found to account for the premature battery depletion. Backlit images of the anode found uniform li-depletion with intact, thin lithium across the anode, typical of that found in highly depleted batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional analysis revealed current leakage in the hybrid. Environmental testing was performed to recreate a potential hybrid failure. The hybrid was subjected to 85c and 85% humidity and initially had nominal current drain. At approximately 75 hours of biased exposure, the current increased to 4.5ma, and remained elevated. These findings are consistent with a current leakage path due to a conductive resistive short in the radio frequency module substrate. No additional analysis was performed. If information is provided in the future, a supplemental report will be issued.